Event description:
Boston scientific received information that it was alleged that this device may have had too short of a time frame between elective replacement indicator (eri) and end of life (eol). The device was explanted with no additional adverse patient effects reported.

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device met specification for longevity and the eri to eol time frame was concluded to be normal.